Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh, ,the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, pain and an inability to sit after a bowel movement, recurrence, dyspareunia and vaginal scarring. It was reported that on (B)(6) 2011, the patient underwent removal of tension free vaginal tape due to tension free vaginal tape mesh erosion and pelvic pain. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2013. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscope.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary incontinence and urinary tract infection.

Manufacturer narrative:
It was reported that following insertion the patient experienced severe cramping and urgency.

Manufacturer narrative:
It was reported that following insertion the patient experienced bowel and urinary frequency. No additional information was provided.